Event description:
The representative stated that a patient called the hcp to report that the device has been off for a while but now was experiencing shocks. The representative believes that the patient was reporting this sensation when the device was off. The representative indicated that the patient will be coming in to the office on the day of this call and they will verify the system being off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the shocking was determined, but it was not specified. The unit was removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.